Event description:
Laparoscopic cholecystectomy- "after firing the clips scissored. Therefore, it was impossible to further use this clip applier during the procedure." Patient status- "ok."

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was retuned for evaluation. Upon inspection of the unit, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. The root cause of the scissoring may have been due to application structure size and/or the clip application depth preventing the clips from proper closure, causing the clips to scissor. Applied medical's instructions for use states, "on larger vessels or amounts of tissue, you may not find it necessary to reach maximum clip closure or hear an audible click to achieve occlusion." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.